Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: based on the available information, a technical implant failure seems likely. However, to determine an exact cause, an investigation on the explanted device is necessary. In addition, the recipient reports pain and swelling over the implant area without the audio processor on, for undetermined reasons. The observed symptoms were already present prior to the loss of benefit. Currently, no information on further steps is available.

Event description:
The user's hearing performance with the device is affected. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
Conclusion: damage to the coil wire as might be caused by an external impact was determined to be the root cause of device failure. The reason for the coil wire fracture is probably a direct impact or excessive mechanical stress as stated in the explantation report. The reported pain at the implant site is not regarded as being related with the device failure. Based on diagnostic imaging results, this was most likely attributable to a suboptimal transducer placement. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted. According to the explantation report it is possible that there was some trauma over the coil.

Manufacturer narrative:
Additional information: based on the available information, a technical implant failure seems likely. However, to determine an exact cause, an investigation on the explanted device is necessary. In addition, the recipient reports pain and swelling over the implant area without the audio processor on, which might be related to the diagnostic imaging preliminary findings. The observed symptoms were already present prior to the loss of benefit. Currently, no information on further steps is available.

Event description:
The user's hearing performance with the device is affected. A revision surgery was reportedly scheduled for (B)(6) 2021. However, despite requested, no additional information could be yet retrieved.